Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), tooth disorder ("dental problems") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, medical device discomfort, menorrhagia, tooth disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, medical device discomfort, menorrhagia and tooth disorder to be related to essure. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received- case was upgraded from non-serious incident to serious incident. Removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.